Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this ra lead was not implanted successfully due to difficult patient anatomy.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was attempted due to difficult to patient anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.